Event description:
A malfunction alarm was reported by the customer, displaying the code malf 9. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code recurs, which they acknowledged and understood.